Event description:
New patient (user) reported that after trying a few units of the device he experienced irritation from the lubricant which caused him to acquire a staph infection. He was prescribed a "powder" medicine for treatment.